Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the product is not being returned, it has been discarded by the customer. We attribute the product's condition to fair wear & tear due to age and use as it is over 2 years old and has seen heavy use. No corrective action is required and no further action is warranted. UDI (B)(4) incomplete the lot number is currently unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The inventory manager for arthrosource reported that while going through their equipment they found their super anchor drill bit had a broken tip. The manager verified that the device was not used in a procedure and there were no patient consequences. The inventory manager stated that the device was over 2 years old and had seen heavy use. The device was discarded.